Event description:
Caller reported a malfunction on the pump, specifically indicated by malfunction code 12 and fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to update the software before reconnecting to the cgm and was instructed to call back if the issue reappeared.